Manufacturer narrative:
Additional contact: direct: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited error code 1816. No adverse patient effects were reported. Per reporter, no additional information is available at this time.